Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer said rubber protection for arrow buttons has almost completely come off, hanging from just a small strip of rubber. Said buttons not reacting if pressing normally, said has to press on surface underneath rubber with a pen or pin, any pointy object to register press. No adverse event reported. A request was made for the return of the device.